Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose readings up to 230 mg/dl after lunch, with a contemporaneous value of 211 mg/dl while 11.02 units of insulin were on board and the trend was decreasing; the user received education and troubleshooting, including data sync and review, and no alarms or device malfunctions were reported. Symptoms included feeling tired. Outcomes included no injury, no hospitalization, and no medical intervention beyond routine insulin delivery and education. Investigation included review of uploaded device and glucose data and assessment of insulin delivery status. Investigation of this case revealed no device performance issue and no component failure, with glucose levels trending down on active insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hyperglycemia of undetermined cause after a meal. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.